Event description:
A caller reported a pump malfunction with a specific malfunction code, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues resurfaced.